Manufacturer narrative:
Device not returned.

Event description:
It was reported that subject stent was used during posterior circulation ischemic infarcts (poci) basilar artery (ba) procedure, and the reported stent could not be delivered into the lesion. After several unsuccessful tries, the operator withdraws the stent and found that the stent was partially deployed. Other devices were used to complete the procedure successfully. No patient consequences was reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the device was not returned for analysis. The guiding catheter was the only device returned for evaluation. As per the additional information there were no anomalies noted to the stent delivery system prior to use and the device was prepared as per the direction for use (dfu). The patient¿s anatomy had ordinary tortuosity. An assignable cause of undeterminable was assigned to the reported event stent deployed prematurely during use, as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that subject stent was used during posterior circulation ischemic infarcts (poci) basilar artery (ba) procedure, and the reported stent could not be delivered into the lesion. After several unsuccessful tries, the operator withdraws the stent and found that the stent was partially deployed. Other devices were used to complete the procedure successfully. No patient consequences was reported due to this event.